Event description:
The device was used during an unspecified procedure. Reportedly, the instrument was difficult to open. The surgeon applied another device tocomplete the procedure. The hosp has reported no pt injury occurred.